Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range pacing impedance on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. The device was reprogrammed. The device subsequently exhibited oversensing of noisy signals during manipulations. The automatic gain control (agc) was reprogrammed. The device remains in use. No adverse patient effects were reported.